Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 73 mg/dl and the bg meter was reading 42 mg/dl. No patient symptoms were reported. The patient¿s mother took him to the ER. There was no documentation of whether the patient attempted to self-treat himself prior to going to the ER. At the ER, the patient¿s cgm was reading 82 mg/dl and the bg meter was reading 30 mg/dl. The patient was treated with IV d50 (dextrose). It was not specified how long the patient was in the ER prior to discharge. The patient was still ¿not feeling well¿ at the time of report. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.